Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of infusion set tubing was popping off on (B)(6) 2024. The blood glucose level was initially 340 mg/dl, later decreasing to 223 mg/dl, and then 216 mg/dl during the call. The patient was using both the insulin pump and manual syringe injections for treatment. No further information was available.